Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and initial service report. Final service report and ventilator¿s log files were not provided. Our field service engineer (fse) was on-site to investigate the reported issue further and found out that the pressure transducer printed circuit board was faulty and required replacement. However, the customer declined the suggested quotation. No additional information is available and the current status of the ventilator is unknown.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).